Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by an insurance third-party administrator, who reported that the end user "was caused to fall when a drive medical shower stool collapsed under his weight." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.